Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. Customer stated the scroll bar was moving with no input. Customer stated buttons presses may be delayed or fail to respond if pressing too rapidly on buttons and alarm was not in progress at the time the button was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to moisture damage on the keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.